Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the display had moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no pump reboot events were observed in the black box. There was no visible moisture observed behind the display. The battery compartment was cracked below the bumper pad. The pump was exercised for 24 hours with no pump reboots or power issues dupicated. The pump failed leak test due to the battery compartment damage as well as an audio bolus button leak. Moisture was found on the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.